Event description:
It was reported that during equipment testing conducted at the user facility the drill was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device evaluation. However, corrosion was discovered on motor and rotor. The corroded rotor and motor can be a cause of overheating.